Manufacturer narrative:
Complaint confirmed, a piece of the distal end threaded profile broke off from the device. Evaluation revealed additional damage and dents on the device distal end. A fluted 2.4 mm pin guide was used that is not part of the surgery technique lt1-00112-en_d. A 2.8 mm pin should be used. A likely cause is hitting another device, such as the 2.4 mm fluted tip due to interference and/or the pin bending.

Event description:
It was reported during a primary reverse shoulder, the tip of the ar-9621-35t, 35mm tap broke off into the patient's glenoid while being used. The rep stated the broken tip was not retrieved from the patient. The surgeon switched to a shorter tap and a shorter implant (ar-9561-30s) to complete the procedure. The rep stated the case was completed without further issue. The tap will be returning for evaluation. Additional information received on 10/09/2019: the rep reported that the device was used by hand as it is unable to be connected to the power reamers. It did not come in contact with another device. It was being used over a 2.4 drill tip pin since it is cannulated. The rep stated the surgeon prefers the drill tip over the spade tip.